Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the infection was not determine but that the leads/ins were explanted on (B)(6)2018 and given to the patient. The lead was explanted to prevent the spread of the infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the manufacturing representative (rep) believed the infection is localized to the pocket site and plans to explant implantable neuro stimulator (ins) but leave leads in place. However, patient needs MRI (rep believed it was for the spine but was not sure) for separate issue and physician was wondering about MRI compatibility with leads implanted. The area of infection is the implantable neuro stimulator (ins). Rep indicated that the patient was seen a couple of weeks ago by health care professional (hcp) and manufacturing representative (rep) and everything looked fine and recently the patient saw the health care professional (hcp) again but rep did not know what prompted patient to come in. Hcp examined site at that time and by visual examination a long with patient's temperature hcp determined patient had infection. Rep did not know if patient was experiencing pain at the site or not. Rep stated hcp started patient on antibiotics and explant was scheduled for today ((B)(6) 2018). No further patient symptoms or complications were reported in this event.